Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 8.2 mmol/l. The caller stated that several battery replacements had been tried. In the morning, the insulin pump alarmed low battery and would not turn back on after a battery change. The issue was resolved upon troubleshoot, and the display returned. The insulin pump began counting once the display returned, followed by a battery out limit alarm. Advised the customer that a replacement battery cap would be sent. Nothing further reported.